Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 170 dialyzer. Approx ten minutes into treatment pt experienced nausea, difficulty breathing, abdominal pain, and hypotension. Treatment was terminated and blood was returned to the pt. Treatment was resumed with a different membrane and completed without further intervention. No medical intervention reported per hcp. Hcp reports that symptoms have resolved.